Event description:
The cath lab found long black hair in different cath trays supplied by avid. The hair was found in both a cardiac cath pack and a pacemaker pack. The packs were not used. Cardiac cath pack catalog #: vmcl025-4 lot # 1221276. Pacemaker pack catalog # vmcl027-02 lot #: 1223857.